Event description:
A medtronic representative reported the site performed one 3-d spin and the images didn't transfer, so they performed a second spin which resulted in a double exposure. The surgeon did a third spin which worked fine and completed the procedure with use of the o-arm. There was no harm to the pt.

Manufacturer narrative:
Software investigation was completed. This issue will be documented in a medtronic software anomaly tracking database.